Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed that the prongs had detached from the even unit. As one of the two prongs was not returned with the event device, engineering was unable to determine if there was a non-conformance with the prong. Applied medical has reviewed the details surrounding the event and related product and is unable to determine the root cause of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: laparoscopic cholecistectomy. Translation into english: the device has been used for endocatch for laparoscopy cholecistectomy (5 minutes) the device did not work properly with the incomplete closure of the metal ring. There were no consequences for the patient and all the pieces of the devices have been retrieved. Additional information received from applied medical team member, 6 june. We verified the product cd001 and indeed the metalic parts which allow the bag to be correctly open were broken and apart from the plastic shaft. The metal prongs that detached completely from the shaft and fell into the abdomen of course were retrieved. The sample will be collected soon and we hope in the further investigation. Nothing bad occured to the patient and this was the first time in 4 years that happened something like this. Moreover we made an inservice to the scrub nurse because the surgeon used to break the blue part of the shaft after the bag deployment. Regarding the incorrect use of the device, we explained that customer was using inzii bag incorrectly but he informed them about the correct use. This shouldn¿t happen anymore. However, based on the conversation with the hospital staff, it is not possible to know how many times they used the inzii bag improperly (meaning that actuator, broke) but they acknowledged the fact that they were using the device incorrectly and not as per our instruction for use. Patient status: no reported injury. Type of intervention: pieces retrieved.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: laparoscopic cholecystectomy. Translation into english: the device has been used for endocatch for laparoscopy cholecystectomy (5 minutes) the device did not work properly with the incomplete closure of the metal ring. There were no consequences for the patient and all the pieces of the devices have been retrieved. Additional information received from applied medical team member, 6 june. We verified the product cd001 and indeed the metalic parts which allow the bag to be correctly open were broken and apart from the plastic shaft. The metal prongs that detached completely from the shaft and fell into the abdomen of course were retrieved. The sample will be collected soon and we hope in the further investigation. Nothing bad occured to the patient and this was the first time in 4 years that happened something like this. Moreover we made an inservice to the scrub nurse because the surgeon used to break the blue part of the shaft after the bag deployment. Regarding the incorrect use of the device, we explained that customer was using inzii bag incorrectly but he informed them about the correct use. This shouldn t happen anymore. However, based on the conversation with the hospital staff, it is not possible to know how many times they used the inzii bag improperly (meaning that actuator, broke) but they acknowledged the fact that they were using the device incorrectly and not as per our instruction for use. Patient status: no reported injury. Type of intervention: pieces retrieved.